Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the web device was used in an unspecified embolization procedure. Reportedly, after placement at intended site, a portion of the web device protruded into the parent vessel, causing thrombosis. A non-microvention stent was placed in the parent vessel to ensure vascular patency. Pta was performed using a balloon catheter to ensure blood flow and removal of the thrombus. Antithrombotic therapy was administered with cilostazol, efient, and ozagrel. The patient regained consciousness and no cerebral infarction was observed. The patient is currently under observation. Preoperatively, the patient had been managed with clopidogrel 100mg and aspirin 75mg for one week prior.